Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device with a 6fr non-medtronic sheath and 0.014 spider fx embolic protection device during treatment of a 120mm, calcified and plaque cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa). Slight vessel calcification is reported. Vessel diameter reported as 5-6mm. IFU was followed. No issues reported during prep. Pre-dilation was not performed. It is reported during the last pass using the device, the physician was unable to pack the device. The device was removed safely from the patient and pta was performed. Once treatment was completed, the physician inspected the device and observed the area around the cutter did not look normal, where the housing near the cutter had not a normal appearance. It was noted that it looked as if either a piece of hard calcium was in there or if the house came apart, where it a hole showed up. The tip is reported to have fallen off during inspection. No patient injury reported.

Manufacturer narrative:
Additional information: the position of the cutter in relation to the housing upon device removal from the patient is unknown. The thumb switch would not move forward. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone was returned connected to cutter driver inside a red biohazard bag with a previously opened hawkone pouch which indicated lot 0010087514. An inspection of the returned hawkone showed the distal assembly fractured off at the proximal edge of the laser drilled coils of the housing and distal to the anchor pockets. The distal flush tool was placed over the proximal fracture location, which indicates the distal assembly likely fractured apart while being flushed/cleaned. The fracture face was radial and the cutter was located retracted into the cutter window. The distal segment which fractured apart was approximately 5.5cm. No damage to the guidewire lumen was identified. It was observed the tecothane detached from the cutter window. The hole for the anchor pockets were visible. No other damages to the hawkone distal assembly was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.